Event description:
There was no patient involvement. It was reported that the pump displayed a helium loss alarm. As a result, the pump assembly was re placed, and the machine was returned to service.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" is confirmed. The pump alarmed a possible helium loss 3 (2) during the complaint investigation. A skipping noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that the pump displayed a helium loss alarm. As a result, the pump assembly was re placed, and the machine was returned to service.